Manufacturer narrative:
(B)(4), date sent: 7/23/2025, d4 batch #: a9753t. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the knife out of track. No damaged to the jaw was observed. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactivate". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three times. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the blade got damaged.

Event description:
It was reported that during an unknown procedure the surgeon had activated the device and cut tissue 4-5 times, when the device stopped working correctly. The device would seal, but the knife blade was not cutting. On inspection of the device outside of the patient, it appear that the knife blade has jumped out of the tracking. The procedure was prolonged 5 minutes while a new device was opened. There were no patient consequences.